Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-03502. Proposed component code: mechanical (g04) ¿ head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. Device history record (DHR) review is unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately eleven years post implantation due to multiple dislocation. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.